Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a bubbled dso sensor seal. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/11/2024. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal bubbled and upstream occlusion (uso) seal worn. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; visual inspection confirmed the dso sensor seal bubbled. The root cause was determined to be the dso sensor seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.